Event description:
The staple line looked fine upon inspection after firing. The pt returned to the or in 2005 with 1mm hole mid-way through the staple line on the second firing. No details were provided as to how the defect was repaired.